Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that on an unknown date, the pump showed multiple intermittent motor stalls. Troubleshooting included checking the logs. The pump was replaced on (B)(6) 2017 and would be returned. There were no external factors that contributed to the event. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs could not be provided by the representative, as no query was possible. The implant date of the pump was not known. The representative only knew that the pump contained morphine, but did not know the concentration or dose. The date on which the first motor stall occurred was not known. The event has been resolved; the patient was supplied with a new pump and was satisfied.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.